Manufacturer narrative:
D10: concomitants: (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) - 320-20-00 - eq reverse torque defining screw kit.

Event description:
It was reported that this 75 y/o male patient's right shoulder was revised due to dislocation. Glenosphere was revised from 38mm to 42mm. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Unable to obtain photos/x-rays. Product not returning - disposed. October 2022 revision reported under 1038671-2022-01379

Manufacturer narrative:
(H3) the dislocation reported may have been due to positioning of the components at the time of implantation, mechanical impingement, joint tensioning, or an unreported traumatic event. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined. (D10) concomitant device(s): 320-15-05 - 7002080 - eq rev locking screw; s130619 - 320-38-03 - equinoxe reverse 38mm humeral liner +2.5.